Event description:
It has been reported to philips that the geometry failed. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer received a complaint where customer stated that geometry failure. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.